Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by diarrhea. The cause of the peritonitis was not reported. The day after event onset the patient presented to the emergency room and was subsequently admitted for the peritonitis event. The patient was treated with unspecified intraperitoneal antibiotics and heparin, (four times per day, dose and duration not reported). During hospitalization, pd therapy was ongoing (increased to four times a day). At the time of this report the patient was recovering from this peritonitis event. No additional information is available as the reporter has declined to provide further information.